Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing and ventricular lead noise was observed. Patient was presented to the ER after receiving shocks and patient had ventricular tachycardia. It is unclear if the shocks were due to the ventricular tachycardia or due to the oversensing of the device. Programming changes were made. A chest x-ray was performed and no lead dislodgement was observed. During a follow up visit, lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable and will continue to be monitored.